Manufacturer narrative:
The customer¿s returned meter (B)(6) was tested with retention strips and retention controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 38, 35, and 34 mg/dl. Level 2: 285, 282, and 283 mg/dl. All returned results are within the acceptable range. The meter log file did not indicate any hardware or software issues that would lead to a measurement discrepancy. The meter was disassembled for further investigation. No damage or contamination observed. The investigation did not identify a product problem.

Event description:
There was an allegation of hardware issues and questionable glucose results from an accu-chek inform ii meter. The initial result at 8:20 am using meter serial number (B)(6) was 13 mg/dl. At 8:30 am, the staff tested the patient using another inform ii meter serial number (B)(6), and the result was 86 mg/dl. The result from the second meter was believed to be correct.

Manufacturer narrative:
The accu-chek inform ii meter serial numbers were (B)(6). Quality controls were tested on both meters and passed. The meters and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.